Manufacturer narrative:
Pump passed functional testings including displacement test, rewind, basic occlusion, occlusion, prime/delivery and no delivery tests. Unit was received with normal operating currents and no unexpected off no power or low battery alarm noted. Unit was programmed with multiple boluses and monitored. The boluses were delivered and recorded properly in bolus history screen. No bolus anomaly noted. Unit had minor scratched lcd window and cracked case at display window corner. No crack on lcd window noted.

Event description:
The customer's daughter reported via phone call that the customer was recently hospitalized due to diabetic ketoacidosis. Blood glucose level at the time of the incident was 416 mg/dl, at which time paramedic were called. Blood glucose level at the time of the hospitalization was 528 mg/dl. The caller reported that on the day before the incident, the customer's blood glucose level was around 370 mg/dl, which was treated with a manual injection and came down to around 200 mg/dl. The caller stated that on the day of the incident, the customer's blood glucose level was 328 mg/dl and rose to 416 mg/dl. During the call, the customer's daughter reported that the insulin pump was cracked near the display. Blood glucose level at the time of the call was 92 mg/dl. The caller was advised that the insulin pump would be replaced and agreed to return the device for analysis.